Manufacturer narrative:
The insulin pump was unable to prime during the prime/a33 test and motor error alarmed during the basic occlusion test due to protruded loose drive support disk. The motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The customer stated the alarm occurred randomly, maybe during basal delivery. The customer's blood glucose was 172 mg/dl. The customer does not use the sensor feature. They were able to rewind the device. The customer stated that the insulin pump had alarmed motor error in the past and when they tried to prime the device, the numbers did not come up and the piston pushed all of the insulin out. The discontinuation of the device was advised. Nothing further was reported.